Event description:
Laparoscopic low anterior resection - "during laparoscopic procedure, the kit balloon blunt tip system failed to inflate. No pt harm. Another balloon system obtained and functioned without incident." Pt status: discharged.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation.